Manufacturer narrative:
Batch review performed on 27 october 2021. Lot 187977: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-jan-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
While working in a trench the patient twisted his knee and has experienced some instability and pain. At 2 years 4 months after the primary, the surgeon revised the 10 mm insert to an 11 mm insert and added the patella implant.